Event description:
A customer in (B)(6) reported a false resistant oxacillin result for a staphylococcus lugdunensis strain in association with the vitek® 2 ast-p631 test kit (lot 7310641403). One patient had two blood cultures that were each (B)(6) for staphylococcus lugdonensis. The strains were tested with the ast-p631 card and one strain was oxacillin susceptible (mic=1) and cefoxitin screen (oxsf) negative. The other strain was oxacillin resistant (mic >/=2) and oxsf positive. The resistant results were reported to the physician and treatment for the patient was vancomycin instead of cefazolin. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The customer verified the susceptible strain with cefoxitin disk diffusion. Both strains were then sent to a university hospital and the two strains were susceptible. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in france reported false resistant oxacillin results for two staphylococcus lugdunensis (s. Lugdunensis ) strains while using vitek® 2 ast-p631 test kit (lot 7310641403) with v8.01 software. In response to this complaint biomérieux performed an internal investigation. This investigation included identification (ID) testing and multiple types of antibiotic susceptibility (ast) testing. Both strains were confirmed to be s. Lugdunensis using vitek 2 gp ID test kit lot 2420791203. The ast reference methods tested were: pcr (mec a / mec c), oxacillin agar dilution (ad), oxacillin broth micro dilution (bmd) and kirby-bauer cefoxitin (fox kb). Vitek 2 testing was also preformed using v8.01 software, ast-p631 test kit lot 7310641403 (lot used by the customer), as well as three additional random lots of the ast-p631 test kit. While performing reference method testing of the two submitted isolates, the initial tests detected presence of polymorphism in both strains. Two colony types were observed in both submitted strains (4 isolates total). The reference methods were then performed against all four isolates. The internal investigation determined the two submitted strains were atypical due to their polymorphism. Each strain exhibited two colony types, one small and one large. The ast results indicated the small colony type is resistant to oxacillin and the large type is susceptible to oxacillin. Additionally, the customer's positive oxsf test and resistant oxacillin results were fully reproduced for strain 2 (both colony types) and partially reproduced for strain 1. The investigation concluded there is no evidence that the vitek 2 ast-p631 card is performing outside of specification.